Manufacturer narrative:
Infutronix is waiting for the arrival of the device.

Event description:
A distributor representative reported a leaking issue of an administration set to infutronix on 07/11/2018: "patient noticed that the pump was "leaking". He came in. IV bag was empty. White reside was found at the tubing attaching to the cassette on patient side and also at the air filter." No patient injury or harm was reported for this case. The contract supplier of the affected device is (B)(4). A total of 2 IV sets were reported with leaking issues from the same distributor representative at the same time. This is device #2. The other device will be reported under MDR 3011581906-2018-00014.

Manufacturer narrative:
The complaint handling unit at infutronix contacted a distributor representative regarding the leaking issue on(B)(6)2018 with no response and followed-up with a technical support specialist of the distributor on a weekly basis with no update. On (B)(6)2019, the distributor representative confirmed that no further issues with leaking tubing had been reported from the user facility and no evaluation report was available assessing the leaking tubing. No device has been received for evaluation, and thus infutronix is unable to confirm the reported complaint.

Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00015).